Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic endoscopic biateral iguinal hernia repair procedure the cannula broke and fell into the cavity of the patient. The component was removed by laparoscopic graspers. To complete the procedure, a new trocar was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the returned products noted; the spiked trocars were received. The circular and envelope seals were intact. The flanges of the anchors were skewed and broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may be due to insertion or removal of the port without the anchor tabs being fully closed. Under these circumstances, the tabs may be exposed to excessive force and therefore break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.